Event description:
The micro drill long straight attachment was sent in for overheating during testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
During failure analysis, internal corrosion of the device was noted as the probable cause of the overheating described. The device was discarded because it is not repairable once it is disassembled.